Event description:
It was reported that the ilet indicated ¿dosing stopped¿ due to loss of cgm connectivity after the user paired a new dexcom g7 sensor, and the user had not received any sensor alerts on the cgm system. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or hospitalization. Investigation included remote troubleshooting and user education, which covered toggling the cgm setting between g7 and g6 and re-entering the sensor pairing code, as well as informing the user about the sensor pairing period. Investigation of this case revealed successful re-establishment of the ilet-to-sensor connection after the user adjusted cgm settings and re-entered the pairing code, consistent with communication loss between the pump and cgm rather than a sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was user setup/configuration and routine pairing behavior.